Event description:
Pt was being moved when a wheel broke on the bari air bed. Couldn't move bed off the elevator. Staff got hydraulic lift to safely move pt out of the elevator. Pt had a pathologic fracture and couldn't be moved out of the bed. Bed had to be replaced while pt was in it.

Event description:
Add'l info rec'd from MFR 4/19/02: the bariair therapy system bed was placed on the market in 10/97. Examination of the broken casters revealed the break occurred at the aluminum housing that attached the caster to the bed caster stem. It was determined that the aluminum housing had weakened due to numerous transporting over the past several years, to and from the hosps, with repeated impacts over curbs and doorway thresholds and in and out of elevators.